Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD, implanted:(B)(6) 2012. (B)(4).

Event description:
It was reported that there were alerts on the right ventricular (rv) lead due to high impedance, and there was concern that the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.